Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. Endowrist 30 curved-tip stapler instrument logs show the instrument was installed on the system 3x and fired 3 white reloads. On each install, the first clamp was successful, and each firing was completed without errors. The instrument was then removed and not used again in the procedure. There were no stapler related errors in the logs. .

Event description:
It was reported that during a da vinci-assisted right lower pulmonary wedge resection surgical procedure, the endo wrist curved-tip stapler 30 instrument was not compressing completely, causing bleeding. The surgeon was attempting to staple the first firing load to the right lower lobe vessel in order to remove the lung segment with a white reload. No noted calcification, radiation, tissue tension or bunching was reported. The stapler did not fire, there was more bleeding than normal to the vessel due to the event. A sureform 45 curved-tip staple was opened and used to successfully staple the vessel and stop the bleeding. The procedure was completed robotically. Intuitive surgical, inc. (Isi) has attempted to obtain additional information; however, as of the date of this report, no further details have been received.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the endowrist 30 curved-tip stapler instrument associated with this complaint. Failure analysis did not confirm the reported event. Visual inspection displayed no signs of physical damage. The stapler was tested in-house, and the instrument initialized, clamped, fired, and unclamped without any issues. The instrument fired successfully twice using two white 30 endowrist reloads. The cut-line appeared smooth and consistent, with no jagged edges or tearing observed. All staples were deployed and correctly formed into the proper b-shape. The instrument passed the recognition and engagement tests on 3 of 3 attempts. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument attached to and removed from the arm without any issues on multiple attempts. A review of the logs was unable to verify any failures. The instrument was fully functional. There was no problem detected.the associated primary reload was not returned for evaluation.

Event description:
Refer to h10/h11 for follow-up information.